Event description:
It has been reported to philips that the ECG (electrocardiography) is not reading or showing a rhythm. The device was in use at the time of the event and there were no health consequences or impact.